Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors (fair coaxial alignment of the ds, poor image intensifier angle, and possible undersizing of the valve), in addition to patient factors (e.g. Severe native valve calcification) could have contributed to too aortic placement. The pvl was a result of the malposition and was corrected with a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was positioned 50:50 and landed 70:30 aortic/ventricular. The too aortic position resulted in moderate to severe paravalvular leak (pvl). A second valve was deployed 50:50 and the pvl was corrected. The patient left the room in stable condition. There was discussion that the 23mm valve may have been undersized, causing the too aortic movement, but that was only a possibility. The coaxial alignment of the delivery system and valve was reported to be fair. The image intensifier angle was reported as poor. The patient¿s native annulus valve area was reported as 411mm2 by CT with severe valve calcification and no root calcification.